Manufacturer narrative:
The customer reported corrected information regarding the product number. This report has been updated to reflect the corrected information. No additional event information or device identifier was provided. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient 3 years ago (doi is unknown) via vp shunt with valve pressure 60 mmh2o. It was reported that the valve pressure was not able to be changed when surgeon tried to change the pressure to improve patient¿s headache on mar 27th 2017. Then, the revision surgery was performed with competitive brand¿s valve on (B)(6) 2017. The surgeon noticed that the valve¿s distal connection was broken and was detached from the valve body. It was also reported that there is a possibility the external impact may have been applied to the implanting area of the valve. After revision surgery, the patient¿s condition got better. The patient is 5 years old, female, and initial is n. The surgeon requested us to investigate the reason why the distal connection was broken. No further information was provided by the hospital.

Manufacturer narrative:
An additional followup report will be filed upon completion of the investigation or upon the receiving of additional information.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. Subsequently the device was provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; it was noted that the distal connector was missing as well as needle holes in the needle chamber. The position of the cam when valve was received was 140mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve failed an occlusion was noted at the ruby ball. The valve was leak tested, leaked from the needle holes in the needle chamber, it was not possible to test the valve after the ruby ball due to the occlusion. The valve could not be reflux tested due to the occlusion. The siphon guard could not be tested due to the occlusion. The valve was dried. The siphon guard was removed. The valve could not be pressure tested, due to the occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: the silicone housing was removed from around the siphon guard, the connector was broken off cleanly probably due to the valve receiving some form of impact, a crack and scratch mark were also noted in the valve casing yet again probably due to some form of impact. Biological debris was found on the spring, and on the spring pillar, on the ruby ball, on the seat of the ruby ball and on the base plate. Review of the history device records confirmed the valve product code 82-3832, with lot cnjcwp, conformed to the specifications when released to stock on the 21st september 2012. The root cause for the missing distal connector and the crack and scratch mark in the valve casing is probably due to the valve receiving some form of impact, this however could not be determined. The root cause for the pressure problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.